Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified left circumflex that was 95% stenosed. Pre-dilatation was done with an unspecified 1.5x12mm balloon at 12 and 14 atmospheres (atm). A 2.5x48mm rx xience xpedition stent was deployed. Post dilatation was done with an unspecified 2.5x15mm nc balloon at 14 and 16 atm. A proximal dissection was observed and was covered with a 3.0x12mm xience xpedition stent to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.